Event description:
A report was received that the patient was experiencing discomfort at the lead site due to the clik anchor. The patient underwent a revision procedure wherein the clik anchor was buried deeper. The patient was reportedly doing well following the procedure.